Event description:
The surgeon performed surgery on a swimmer and there was damage to her articular cartilage using 2.8 twinfix anchors. The anchor pulled out after surgery that was performed six to eight months ago. According to the malfunction report, the anchors were left proud in the patient's glenoid, which caused damage to the articular cartilage. The surgeon went in to remove the anchor because of continued pain and discomfort. The x-rays showed the anchors seemed proud, so this was the next step. The surgeon feels this issue arose because the inserter is too short and the etch mark is wrong. The surgeon pre-drilled the insertion site. The ao two-finger technique was used and axial alignment was maintained. The anchors were removed with the inserter.

Manufacturer narrative:
Device is not being returned for evaluation, therefore, no determination could be made for the reported incident.